Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterile water leaked from near the inflation valve of the foley catheter. According to the inquiry sheet attached, the water back flowed from the inflation valve when the water was injected after the catheter insertion to the patient. Recently, this phenomenon had occurred frequently, including other facilities. The user requested to investigate not only the valve, but also the syringe.

Event description:
It was reported that sterile water leaked from near the inflation valve of the foley catheter. According to the inquiry sheet attached, the water back flowed from the inflation valve when the water was injected after the catheter insertion to the patient. Recently, this phenomenon had occurred frequently, including other facilities. The user requested to investigate not only the valve, but also the syringe.

Manufacturer narrative:
The reported event was inconclusive because no sample returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to crack/crush/deformed valve caused by incorrect air pressure or due to defective component from supplier. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.